Manufacturer narrative:
The investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The investigation revealed that the patient did not receive a low glucose alert at the time of event because the sensor glucose (sg) value did not cross below the alert level. The alert level was set at 70 mg/dl. The sg value, however, was trending down for at least 35 minutes prior to the event. The dms data showed that overall there was a good agreement between sg and bg value entered one week prior to the event. No anomalies were observed in the raw sensor data. The low glucose event was likely due to lag (delay) that can occur between changes in bg and changes in the glucose seen by the system, particularly when glucose is rapidly changing.the patient received glucose as treatment at the hospital. The patient wasn't prescribed medication. No further investigation was found necessary for this complaint. B4.date of this report 09 oct 2025. G3.date received by the manufacturer? 09 oct 2025. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of a serious adverse event where the patient was taken to emergency room because of hypoglycemia event. The event happened on (B)(6) 2025 at 1:24 pm. The sensor glucose (sg) value was 80 mg/dl and no blood glucose (bg) value was measured. The patient complained of not receiving low glucose alerts at the time of event. The patient was treated at the hospital with glucose and wasn't prescribed any medication.